Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer current blood glucose level was 575 mg/dl at the time of incident and the current blood glucose level was 575 mg/dl. Customer was experiencing reoccurring insulin flow block alarm. The customer declined troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, self test and occlusion test. Device was monitored and functioning properly. No delivery or occlusion alarm during testing.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the customer had insulin flow block alarm on insulin pump which automatically deactivates auto mode and throw into manual mode.